Event description:
It was reported to boston scientific corporation that a gold probe was used in the colon during a colonoscopy procedure on (B)(6) 2024. During the procedure, the distal tip of the probe detached in the patient; it was subsequently retrieved using a rescue net. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product lot number is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of distal tip of probe detached.